Event description:
It was reported that during preparation, as the physician was attempting to introduce the guidewire to the catheter, the guidewire distal tip broke. There was no patient involvement.

Event description:
It was reported that during preparation, as the physician was attempting to introduce the guidewire to the catheter, the guidewire distal tip broke. There was no patient involvement.

Manufacturer narrative:
Visual inspection of the returned guidewire found that the guidewire was separated at 18.0cm from its distal end and was bent just proximal and distal to the separation site. The core wire and nitinol sheath were also separated and bent just distal to the separation site. The proximal bond joint was ripped at the bond. The polytetrafluoroethylene (ptfe) coating was peeled off at 68.5cm from the proximal end. The coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were within their specification. The directions for use (dfu) warns: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ therefore, it was determined that the cause of the peeling is considered to be related to the dfu instruction not followed. Based on the information provided, it is possible the observed separated distal section and ripped proximal bond occurred from handling the device without direct patient contact during preparation when removing from an incompatible microcatheter, or from insufficiently flushed devices. However, a definitive cause could not be determined. Therefore, a cause of undeterminable was assigned to this complaint.